Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although, a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the flows immediately returned to normal following the outflow graft revision. The reported extrinsic outflow graft obstruction (eogo) could not be confirmed through the submitted images. The controller event log file contained events from 17sep2025 through 03oct2025 and 09oct2025. Low flow hazard alarms on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient had known eogo (reference (B)(4), which was being monitored. The patient was asymptomatic with the low flow alarms. The computed tomography (CT) images were relatively unchanged from the previous CT; however, the alarm frequency and duration had increased. On (B)(6) 2025, the patient returned to the operating room for an outflow graft (ofg) revision and removal of the bio debris between the ofg and the bend relief. A left subcostal incision was made to expose the ofg. The bend relief was cut lengthwise and reinforcement rings were removed for most of the length of the bend relief, preserving the last 2 or 3 rings adjacent to the metal connection. The bio debris was removed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, explains all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were sent for analysis tracking low flow alarm frequency. The log files captured few low flow alarms as well as brief low flow estimates all throughout the log files starting on (B)(6) 2025. The estimated flow was fluctuating below the 2.5lpm alarm threshold. The estimated flows were averaging from 2.2 to 2.4 lpm and pi is averaging from 3.6 to 5.1 during these events. The patient was admitted for low flow alarms on (B)(6) 2025 and a chest computed tomography (CT) at that time showed likely extrinsic outflow graft obstruction (eogo) that was being monitored. No symptoms were observed. There were no recent changes to pump parameters or to the patient condition or anticoagulation status that may have contributed to the eogo observed in (B)(6) 2025. Imaging and results from the chest CT were not available. The patient stayed hydrated. The plan of care when the eogo was first observed was to encourage hydration and to monitor alarm frequency and symptoms. The low flow frequency decreased greatly. Log files were not available. The patient was still having occasional low flow alarms. Hydration helped a little. Possible surgical intervention was discussed at some point. No patient symptoms were observed at the time of low flows. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. It seemed to be physiological in nature. Otherwise, there were no other notable alarm conditions or parameter changes. The mcs equipment was operating as intended electronically and mechanically. The patient came back for increased low flow alarms with known eogo, and it was being decided on how to proceed with treatment. Log files captured several low flow events on 09oct2025 between 12:03 am and 1:53 am. There were also several low flow flags which persisted throughout the log file. There did not appear to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. Computed tomography (CT) was done which showed that the images appeared unchanged and the patient remained without symptoms however the alarm frequency and duration had increased. The patient was preparing for surgical intervention. The surgical removal of eogo was planned to take place on (B)(6) 2025. The patient returned to the operating room for the outflow graft (ofg) revision and to remove the bio debris between the ofg and bend relief. A left subcostal incision was done to expose the ofg. The bend relief was cut lengthwise, and reinforcement rings were removed for most of the length of the bend relief. The last 2 or 3 rings adjacent to the metal connection were preserved. The bio debris was removed. The flows immediately returned to normal.